Event description:
It was reported by the user, that the powerpicc was implanted with no problems, but no aspiration was possible. The PICC was retracted a little bit and aspirated a second time. Now it was air aspirated into the syringe, but it was not noticed were the air comes in. Therefore, it was decided to exchange the PICC in seldinger technique. As they had only a short guide wire, the faulty catheter was cut and only the distal external part of the catheter will be returned for investigation. The procedure was successfully completed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reyk0243 showed no other similar product complaint(s) from these lot numbers.